Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4).

Event description:
The customer contact reported a separation. Prior to patient use, it was reported when the tubing set piercing pin was inserted into the solution container, the piercing pin separated from the tubing. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.